Manufacturer narrative:
Manufacturing (ire) is awaiting product return to conduct quality investigation. Unclear from the information received whether the product is forthcoming. Will continue to monitor.

Event description:
Report received from another country. Nurse gave patient an injection using 8mm pen needle. When she withdrew the pen, the needle was missing and had detached into the skin. Needle is scheduled for removal.